Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported they were contacted by the physician's office to meet with the patient for reprogramming. On assessment, the patient stated they hadn't used therapy in fear that it may harm them. It was confirmed the implantable neurostimulator (ins) was on sleep mode. Further information reported the patient's cardiologist suggested leaving the ins off after the patient experienced three cardiac events, and all improving when the ins was turned off. The patient stated the first occurrence dates back to (B)(6) 2014 where she needed to be taken to the emergency room and stabilized. Her symptoms included a high pulse rate and pressure in the chest and abdomen. The second occurrence dates to (B)(6) 2014 with similar symptoms. The third and last episode occurred in (B)(6) 2015. This time, the emt technician ordered the patient to turn the ins off and she felt better. The patient stated "I thought I was going to die." Symptoms included a high heart rate and chest/abdominal pressure and pain. Once the patient was in the hospital, she was admitted and had several cardiac tests performed including an EKG, stress test, and echo. The cardiologist cleared her because all the tests were normal including her dm and cholesterol. The patient met with a physician on (B)(6) and it was suggested to leave the ins alive/charged up but of for another 6-12 months. At the current time the issue wasn't resolved. Relevant medical history includes chronic low back pain and post-lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that patient said they need their device out as it almost killed her. Patient stated she called the explant health care professional (hcp) no longer seeing workers comp. Patient was told needs to contact case managed to see who is on workers comp that rep can recommend to do potential explant. Patient reported they started getting pain in shower below both breasts then radiated to left breast then to left arm. They could not breath. Patient then experienced diarrhea, then vomiting and then had excruciating pain. At this point the device was on, however low. Ems came in and did EKG they said she was having heart attack. Patient's daughter got programmer and shut off device and EKG became normal & bp also returned normal. Health care professional (hcp) told the patient she was fine after a stress test and echocardiogram. Then went to hcp and ultimately ended up leaving device off and did not continue recharge based on fear now patient wants it out. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-05-16. It was reported the representative followed up with the healthcare provider and the last note shows that they are still seeing the patient. The note states that the patient is looking for someone to take out battery/lead. The representative called the patient and they indicated they never turned it on again after that incident. She was worked up by her primary care provider and all tests were negative (she didn¿t say exactly what test). The patient¿s weight was approx. (B)(6) bs. The patient refuses to use the device again since incident, even though nothing was conclusive either way. Patient has workers comp, and the physician who implanted doesn¿t take worker¿s comp anymore. The representative suggested some other names and the patient would contact them and let the representative know if successful. The representative would send the device back if it does get explanted. No further complications were reported. No further information was available.